Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were permanently withdrawn. On an unreported date, the patient started hemodialysis. On an unreported date, 1-2 weeks prior to hospitalization, the patient experienced peritonitis. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics for peritonitis. The patient was unsure of cause of peritonitis. The patient was discharged from the hospital and had recovered.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).